Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the during an initial hip arthroplasty, the broach handle fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The broach handle was returned. Visual inspection confirmed the strike plate to be fractured from the handle body. The strike plate was not returned. Impact marks were observed on the handle body. The square orientation feature at the distal end of the handle has been deformed. Fracture analysis demonstrated that the strike plate fractured due to tensile overload. The material analysis confirmed the material to be conforming. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.